Event description:
The following info concerning the event was copied from e-mails sent by distributor in another country. "There was an incidence of burning on vip in the ICU at the hospital. This vip started to operate on the pt and alarm activated. The hospital's technician tried to solve the alarm problem and was again used on the pt. However, the alarm still activated again. The nurse then took it out from the pt and tested on the test lung. While testing on the test lung, the unit was heavily burnt. It took 10-20 minutes of this incidence in the ICU. Presently, the unit is at the police station for investigation. We are not allowed to do any checking at this moment because it must go thru police's procedure. The fuse was not blown. The firing came from inside the unit. This vip (old vip before vip flow synchronized) was sold to the hospital over 12 years. We are working closely with the hospital to investigate this incidence. We will deep you informed of further progress." "Per the customer" the info on the vip at mahasakam are as follows: this unit displayed high pressure alarm. The customer cannot remember the exact setting, but they set the volume control mode of vt= 300 ml while testing on the test lung. This unit has not been used for quite sometimes, but our technician has done the last checking on february 15, 2007. Presently, we are not able to bring the unit back for inspection because it has to go through hospital process. The hospital director is not at the hospital at this time. He will be back"

Manufacturer narrative:
A letter was sent via e-mail to the distributor in another country requesting add'l info concerning the reported event and the condition of the pt. As of the date of this report, there has been no add'l info received in response to that letter. Neither the user facility nor the distributor submitted a user facility/distributor report to the manufacturer. Event codes were derived based on info provided by the distributor.